Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0n8r3, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that she had her lead wire replaced in (B)(6) of 2015 as a result of a fall. She fell in (B)(6) of 2015 and the lead wire "fractured away" from the implantable neuro stimulator (ins). The indications for use were fecal incontinence and gastrointestinal/pelvic floor.